Manufacturer narrative:
The initial investigation results showed a hardware problem with the central computing (ccom, the central system controller with a real-time operating system). Neither the analysis of the log files nor the consumption of spare parts or the complaint screening indicates a general systematic problem. A detailed investigation was initiated, and a supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During an emergency patient procedure, the system switched to bypass mode without a given command. In this mode, x-ray release should be possible, however, in this case, radiation release was blocked. The user restarted the unit and was able to continue the procedure, however, the same issue recurred three additional times. Each occurrence was resolved by restarting the system. The procedure was completed on the concerned unit. We have no indications of any adverse effects on the health status of the involved patient.